Manufacturer narrative:
The investigation is in progress. Follow-up report(s) will be submitted upon obtaining any additional information.

Event description:
On (B)(6) 2019, the surgeon implanted a ph cage in the patient. During the surgery, one of the doctor's fellows was inserting the screw into the plate by hand, using the fixed driver handle and solid driver. The driver tip then broke off in the screw head and could not be retrieved. The surgeon made the decision to leave the driver tip in the screw head.